Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to high pacing threshold measurements from 2.0 volts at 1.0 milli seconds and current threshold measurements 3.4 volts at 1.0 milli seconds. This lv lead was replaced with different model. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the adverse event/product problem field (b5) in section b, adverse event/product problem; device codes field (f10) in section f, for use by uf/importer; device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to high pacing threshold measurements from 2.0 volts at 1.0 milli seconds and current threshold measurements 3.4 volts at 1.0 milli seconds. This lv lead was replaced with different model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report is being submitted to correct the adverse event/product problem field (b5) in section b, adverse event/product problem; device codes field (f10) in section f, for use by uf/importer; device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to unknown reason. This lv lead was replaced with different model. No additional adverse patient effects were reported.